Event description:
A customer reported that their pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that the pump reset was a safety feature and provided guidance on resetting the device, including restarting cgm sessions and reloading the cartridge. The customer understood and successfully resumed insulin use.